Event description:
Allegedly revision of the hip components due to metallosis. Replaced with another manufactures hip system. Searched primary usage unavailable, therefore, primary surgery occurred > 8 years ago. Rep did not attend the case so no further information is known. Au vigilance decision: non-reportable tga exemption rule 8 applies: revisions > 8y are non-reportable for implantable orthopedics product as advised by tga (B)(4). CAPA (B)(4).